Event description:
It was reported that the pump was dropped, and the touchscreen is now cracked. Reportedly, at the time of the call the pump was still functional. Customer's blood glucose level was not impacted. Customer indicated they will continue to use the pump for insulin therapy.